Manufacturer narrative:
As of today, this device remains in service without additional complication. If any additional information related to this incident becomes available, this investigation will be updated and a follow-up report will be submitted. Additional information was received that the patient decided that they no longer wished to have an active defibrillator. Therefore, the physician turned the detection and therapy off and optimized the patients medications. The patient is not pacemaker dependant. It was decided not to replace the device as not to create any unnecessary risk of infection. Therefore this ICD remains implanted and will not be returned. No adverse patient effects reported.

Event description:
Boston scientific crm received information that the patient implanted with this implantable cardioverter defibrillator (ICD) had a cardiac arrest at home. The patient was seen in the intensive care unit (ICU) difficulty was initially experienced when interrogating the device. Once able to interrogate, it was found that the device exhibited a charge time greater than 45 seconds and declared the battery status of end of life (eol). Review of the arrhythmia logbook revealed an arrhythmia storm had occurred. An episode was reviewed which showed three consecutive diverted charges. However the device delivered a 31 joule shock which successfully converted the rhythm. Further review of the arrhythmia logbook revealed the patient has received numerous appropriate shocks due to ventricular tachycardia. No patient symptoms or adverse effects were reported. The patient remains hospitalized awaiting device replacement.